Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations/ spinal pain. It was reported that the amount of time the battery in the ins and controller has lasted before needing to be recharged had greatly reduced during the last month but had gotten worse a week or two ago. Patient mentioned he charged his implant to full then recharged the controller and recharged implant again once it was empty. Patient reported after recharging ins from the empty, usually the settings on the controller stayed the same but there were times when the settings were a fraction of what they used to be and times where the settings went up a little higher than it used to be. No symptoms reported. No further complications were reported/anticipated.